Manufacturer narrative:
Device investigation: the cause of the malfunction was traced to an electrical component failure of u1202 on the motherboard printed circuit board (pcb).

Event description:
During service at ventec, the device shut down unexpectedly. There was no patient involvement.